Event description:
When the area representative visited this facility, the medical staff provided the product for return. The area representative practiced due diligence in following up with the appropriate personnel. Multiple attempts were made to receive as much information as possible; however, the medical staff could only provide basic information. No other details could be obtained. The information able to be collected indicated the clip prematurely deployed during use. It is unknown if the clip was in the open or closed position when premature deployment occurred. Another clip was used to finish the procedure.

Manufacturer narrative:
Investigation evaluation: the device was returned to the qualified vendor. The evaluation had these comments: the clip was deployed and not returned. The drive wire was confirmed to be detached from the handle. There were no defects observed on any of the components returned with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate personnel have been informed of this type of occurrence. A change has been implemented in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this change. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.